Event description:
Additional information received reported that the patient experienced shocking in the pocket and had "increasing amount of static electricity" prior to the device being explanted. It was stated that once the patient's device was removed, there were no more reports of static shocking. It was noted that the patient did not have an injury. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the neurostimulator model 37713 serial (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the leads model 3778-60 lots v557249020 and v530605003 found no significant anomaly. The lead bodies were cut through and the products segmented. Continuity was acceptable on the returned segments.

Event description:
It was reported that the patient experienced an 'increase in static electricity shock.' It was stated that the patient would 'always touch an object and could see a 1-inch spark off the tip of his finger.' The patient reportedly needed an MRI, but physician wanted battery looked at. Patient was reported as alive with no injury and no adverse event. It was noted that the implantable neurostimulator was explanted. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.